Event description:
Patient became symptomatic; loss of capture and increased/high impedance observed.

Event description:
It was originally reported that the patient became symptomatic. Loss of capture and increased/high impedance was observed. Additional information was subsequently received reporting the patient was seen in the ER (emergency room) due to episodes of sudden onset of dizziness and presyncope. His heart monitor showed intermittent capture. The impedance was still satisfactory, but sensing was reduced from baseline. It was felt that the lead likely had a fracture, so replacement surgery was scheduled. A small amount of moisture was noted under the lead insulation during explant. The patient returned to recovery in satisfactory condition. No patient complications have subsequently been reported as a result of this event.

Manufacturer narrative:
It was originally reported that the patient became symptomatic. Loss of capture and increased/high impedance was observed. Additional information was subsequently received reporting the patient was seen in the ER (emergency room) due to episodes of sudden onset of dizziness and presyncope. His heart monitor showed intermittent capture. The impedance was still satisfactory, but sensing was reduced from baseline. It was felt that the lead likely had a fracture, so replacement surgery was scheduled. A small amount of moisture was noted under the lead insulation during explant. The patient returned to recovery in satisfactory condition. No patient complications have subsequently been reported as a result of this event. No conclusion can be drawn capture, intermittent impedance, high sensitivity blood contaminated device.